Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (MFR). (B)(4). The device is currently under investigation. A follow up report will be provided after the inspection results are available.

Event description:
As reported by the user facility ((B)(4)): over infusion: the ward staff reported the following: put vtbi in and instead of alarming, pump just went to kvo 3ml/hr. In 82ml/hr missed most of hours ivi. The pump needs checking as incident form was raised by ward staff.